Event description:
During a follow-up, increased pacing impedance, increased capture threshold and noise were noted on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that the noise resulted in oversensing.

Event description:
Additional information was received that the lead was capped and replaced to resolve the event. The patient was stable.